Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the user could not remember their blood glucose (bg) level for the past occlusion. However, the user stated that their bg level was not impacted for the most recent occlusion. The user didn't want to troubleshoot the occlusion alarm.